Manufacturer narrative:
Ischemia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in an 83-year-old female patient presenting for high-risk percutaneous coronary intervention (hrpci), scai shock stage c. The patient developed an ischemic leg on the impella side. The ischemia was noted to be three-fold in origin, the patient was on high-dose vasopressors, the issue was not related to the introducer sheath (which had been peeled away in the cath lab prior to transfer to the sicu), but rather was associated with the repositioning (repo) sheath. The patient also had significant peripheral vascular disease (pvd), which the team felt contributed to the complication. Vascular surgery was consulted, the device was removed, and the patient survived to explant. The reported ischemia requiring device removal may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical condition, hemodynamic instability, and vascular access characteristics.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.